Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
A person with diabetes (pwd) reported two site infections from cleo 90 infusion sets. The pwd had been prescribed antibiotics. The event occurred while in use with patient. There was no patient injury.